Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a dafilon suture. While performing an unspecified gynecological surgery, the needle loosened and separated from the needle. This was noted to have occurred during placement of the first stitch. Additional information was not provided.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used sample with the needle detached from the thread. Checking the open sample received, we have noticed that there are marks of a needle holder or other surgical instrument in the broken thread near needle attachment area. The thread has been damaged during handling and broke in the attachment area causing the needle detachment most probably due to wrong handling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Note: when working with dafilon suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: in spite of receiving a defective sample that was not handled correctly by the user, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.